Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred,a bit flip was detected in an area of the random access memory (ram) of the device which failed to be corrected by the device via its error correction feature due to a pointer misalignment in the firmware. Preliminary geo assessment: normal behavior for vitatron pacemakers as indicated inside attached technote preliminary geo conclusion: suspect pacemaker ok.

Event description:
It was reported that a year earlier, the patient's device longevity estimation was five years and in a follow up it showed only one year. The physician suspected early battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.